Event description:
Routine complaint investigation when a consumer reported receiving a high reading on the sof-tact blood glucose monitor when compared to a lab venous sample. The tests were performed within a ten-minute timeframe. The values. When plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There is no report of death, serious injury or mistreatment associated with this event.